Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, premature battery depletion was noted on the device. The device was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse health consequences.

Manufacturer narrative:
The customer complaint on premature battery depletion was not confirmed. The device image indicated that the autocapture feature was enabled and field data shows device operated in high output mode. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including testing at various pulse amplitudes, did not find any anomalies other than voltage being at eri. The device was implanted for 5.60 years which exceeded the device¿s 5.20 year projected longevity and is considered normal battery depletion.